Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that at 02:47am on 27 may 2020, event "16" and the following associated messaging: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 9." Was displayed to the user. At 02:48am on 27 may 2020, the "factory 12hr xylene standard" protocol, which comprised 17 cassettes, was started in retort a and completed at 14:16pm on 27 may 2020. At 09:11am on 27 may 2020, event code "18" and the following associated messaging: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 9" was displayed to the user on each of three (3) occasions that an attempt was made to schedule a protocol in retort b. At 09:12am on 27 may 2020, bottle 9 (ethanol) was not in contact with the corresponding sensor for approximately six (6) seconds, which is not sufficient time to replace the reagent; and the station properties were reset at 09:12am on 27 may 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 9 prior to these user actions were: ethanol concentration=81.2%, cycle=136, cassettes=6142 and days=71. Although the user affirmed that the ethanol concentration in bottle 9 (ethanol) was to be set to the default value of 100% at 09:12am on 27 may 2020, the actual ethanol concentration would have remained unchanged at 81.2% because the bottle was not removed from the instrument for sufficient time to replace the reagent in this bottle. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Following the use error at 09:12am on 27 may 2020, the reagent in bottle 9 (ethanol) with a ethanol concentration of 81.2% was used for the final dehydration step of the protocols detailed above, which includes the "factory 1hr xylene standard" protocol comprising 13 cassettes started in retort a at 10:51am on 28 may 2020, from which sub-optimal tissue processing was reported by the complainant. Although not reported by the complainant, the quality of tissue processing derived from four (4) additional protocols comprising 142 cassettes, which also either started or completed between 27 and 29 may 2020, would also have been adversely impacted because the reagent in bottle 9 (ethanol) was used for the final dehydration step in each of these protocols. As the minimum final reagent concentration required for ethanol is 98%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported by the complainant was found to be a use error, which occurred at 09:12am on 27 may 2020. The facts indicate that a user did not complete manual replacement of the reagent in bottle 9 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run because the final concentration threshold for ethanol had been exceeded, were displayed. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint of "over processed/under processed" tissue following completion of processing. The leica applications specialist - trainer further documented the following information reported by the complainant: "13 cassettes between 2 patents [sic] affected. Prostate bx. Caller is unaware of the status of the tissue as she 'has not heard back from the pathologist'. She states the pathologist noted it as cooked, yet the tech noted it as mushy." On (B)(6) 2020, a leica applications specialist - core histology (fss) visited the customer site in order to investigate the circumstances involved in this complaint and to provide applications support. The fss documented the following observations: "wax and reagent bottles all appear well maintained and filled to max levels. Upon testing concentration I noticed a difference with bottle 9 at 100 in software and measuring 85 by hydrometer. I measured twice with same results. Event log dated (B)(6) 2020 0247am code 16 final concentration for bottle 9 exceeded. Protocol was then paused, abandoned, cleaned, followed by code 18 three times (B)(6) 2020 0911am cannot run protocol final concentration for bottle 9 exceeded with bottle reset at 0912am within less than one minute and protocol started. Adverse event affected run was (B)(6) 2020. It appears the bottle was reset but not changed. Bottle 9 was used as the last ethanol for the affected one hour protocol on (B)(6) 2020." The fss also documented that the reagent in bottles 9 (ethanol); 11 (xylene); 12 (xylene); 13 (xylene); 14 (xylene) and the wax in the four (4) wax baths was replaced; discussed the importance of following the manufacturer instructions detailed in the peloris/peloris ll user manual when replacing reagents with the laboratory supervisor; and advised that a processing run be performed using non-diagnostic tissue to verify that the quality of tissue processing was satisfactory following replacement of the reagents detailed above. On 01 june 2020, the leica applications specialist - core histology received information that all cases involved in this event were diagnosable.